Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal lead characteristics.

Event description:
It was reported that the patient had experienced diaphragmatic stimulation. The nurse could not reproduced the stimulation in clinic. The lead was explanted and replaced on (B)(6) 2014. Information received on (B)(6) 2014 noted that the left ventricular lead was explanted due to high capture thresholds.